Manufacturer narrative:
H6: an fdd code was missing in the original MDR. A0510 was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of aneurysms in the ophthalmic segment of the left internal carotid artery using the pipeline shield 5x16 flow diversion stent, significant deformation of the distal end of the stent was observed, with the stent wires appearing to be "unraveling." It was reported there was pushwire damage. The stent got stuck in the microcatheter hub during recovery, necessitating a change of the entire system. It was also noted there was no friction or difficulty and the pipeline was removed from the patient. The procedure involved embolization of cerebral aneurysms, and dual antiplatelet treatment was administered. The aneurysms were located in the left internal carotid artery, with two saccular aneurysms in the ophthalmic segment of the right internal carotid artery, measuring approximately 3.2x2.6x2.1mm and 3.0x2.6x2.8mm, respectively. Landing zone: distal: 3, 9 mm and proximal: 5 mm. The vessel tortuosity was moderate, and femoral access was used. Dual antiplatelet treatment was administered. The angiographic result post-procedure was satisfactory with the new pipeline implanted. The event did not lead to or extend patient hospitalization. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. No patient complications h ave been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (B)(6); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.